Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment of a device error, however analysis did note that the stylus was found to function intermittently with the overlay of the device, and the error that was reported is associated with the overlay function of the device.

Event description:
It was reported that the programmer presented with an error. The user speculated that the programmer may be in need of a new/repaired operating system. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.